Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 bd q-syte¿ luer access split-septum stand-alone devices leaked during use. The following information was provided by the initial reporter, translated from (B)(6): "in the past week we have had 4 or 5 leaking q sites. After replacing it, no more leaks."

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph, one which displayed the label for a 0.16ml bd q-syte from lot number 1210005. The photo provided for this incident did not present sufficient evidence to identify or confirm the alleged failure or to establish a definite root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch. See h10.

Event description:
It was reported that 5 bd q-syte¿ luer access split-septum stand-alone devices leaked during use. The following information was provided by the initial reporter, translated from dutch: "in the past week we have had 4 or 5 leaking q sites. After replacing it, no more leaks."